Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 306001, serial/lot #: unknown. Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient stated the left lead was not working and it may have moved, but they believed the right lead was doing well. No diagnostics/troubleshooting was performed and no interventions/actions were taken. There were no patient symptoms or further complications reported at this time.